Manufacturer narrative:
Returned waveone gold primary file 25mm is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch#: 1628073). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The patient's tooth was extracted.